Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of greater than 600 (mg/dl) and diabetic ketoacidosis. Reportedly, customer stated that their health care provider (hcp) believed that the customer began to develop insulin resistance due to the customer's pregnancy. Customer reported that they had a hard time loading the cartridge on to the pump; however, the customer did not clarify further and the customer reported that they did not recall any alerts or alarms. Customer indicated that the cartridge on the pump was not in use for more than 3 days. While in the hospital, customer was treated with intravenous insulin and therapy with the pump. Customer also reported that their hcp adjusted their basal insulin settings due to the customer's pregnancy. Customer was released from the hospital 15 hours later. Customer was reminded that humalog is indicated for use up to 48 hours.